Event description:
It was reported that the customer was receiving erratic results. The customer performed a back to back blood glucose test and received results in the 300's mg/dl but less than 350 mg/dl and a result in the 100's mg/dl, and 112. It was reported that all three tests were within 5 minutes of each other. The customer stated they felt fine and was not having signs of hyper or hypoglycemia. A request was made for the return of the suspect device and replacement product was sent.